Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed a "realign patient" message was confirmed in the archive review but not during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The device performed as intended. There was no device malfunction. The cause for the reported complaint was due to user advisory (ua) 12 (lifeband not present) error message. The probable root cause for the ua12 error message could be due to the improper installation of the lifeband. Visual inspection was performed and unrelated to the reported complaint, found a cracked top cover, likely as a result of damage sustained due to mishandling. The cracked top cover needs to be replaced to address the issue. Also, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear. Deburring of the clutch needs to be performed to remedy the encoder drive shaft issue. The autopulse platform passed the initial functional test without any fault or error. The platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 10 minutes without any fault or error. A review of the archive data indicated the user advisory (ua) 12 (lifeband not present) was noted on the reported event date, confirming the customer's complaint. Further review of the archive showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages around the reported event date, unrelated to the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. User advisory (ua) 07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement and press restart to clear the user advisory. The load cell characterization test confirmed both load cell modules are functioning within the specification. Waiting customer approval for repair.

Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(4)) displayed a "realign patient" message. No additional information was provided. No known impact or consequence to the patient.